Event description:
Reportedly, the pump was on pt in piggyback mode and the tubing kinked. The pump did not alarm and the pt did not receive drug. Rate on piggyback was 68.5, volume 236.8.

Manufacturer narrative:
Device evaluation results will be submitted when evaluation is completed.